Event description:
After an implantation period of approx. 73 months, oversensing on the ventricular channel was reported. Furthermore it was observed that the involved device shows the eri status. The lead and the ICD were explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of the lead and the ICD as well as the analysis of the ICD itself. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for the ICD and the lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. Next, the ICD was interrogated. The interrogation could be properly performed and revealed the eri battery status, confirming the clinical observation. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.